Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they walked through a metal detector with the device on yesterday afternoon and they didn't even have the program or controller with them. Patient stated they noticed a little bit of change in their urinary symptoms but they mentioned that it could be their body getting used to the therapy. Agent reviewed with patient to turn off the therapy before going through the metal detectors. The patient was redirected to their healthcare provider to further address the issue.